Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)/ migration of essure device location of device: uterus /expulsion of essure device") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 626918 /626901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "complications or problems that occurred at the time of your essure placement procedure:right side failed to release". The patient's medical history included high grade squamous intraepithelial lesion. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), rash ("rashes or skin conditions"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection"), mental disorder ("psychological or psychiatric problems") and skin disorder ("rashes or skin conditions") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes) and oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, rash, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased, female sexual dysfunction, hormone level abnormal, infection, mental disorder and skin disorder outcome was unknown and the pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, mental disorder, migraine, pelvic pain, rash, skin disorder, uterine perforation, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2019: pfs and mr received. Reporter added. Plaintiff demography added. Updated suspect drug indication and lot number added. Implant date updated and explanted dated added. Added events: hormonal changes, apareunia (inability to have sexual intercourse), infection, psychological or psychiatric problems, rashes or skin conditions, migraines / headaches, , device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, perforation (uterus), weight gain,complications or problems that occurred at the time of your essure placement procedure: right side failed to release. Events outcome updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)/ migration of essure device location of device: uterus /expulsion of essure device") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 626918 /626901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "complications or problems that occurred at the time of your essure placement procedure:right side failed to release". The patient's medical history included high grade squamous intraepithelial lesion, ovarian cyst, irritable and anger. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), rash ("rashes or skin conditions"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection"), mental disorder ("psychological or psychiatric problems") and skin disorder ("rashes or skin conditions") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes) and oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, rash, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased, female sexual dysfunction, hormone level abnormal, infection, mental disorder and skin disorder outcome was unknown and the pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, mental disorder, migraine, pelvic pain, rash, skin disorder, uterine perforation, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Batch number:626901 manufacture date: 2008-03 expiration date: 2010-02, batch number: 626918 manufacture date: 2008-4 expiration date:2010-04, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.